Manufacturer narrative:
Evaluation results: one cadd legacy plus was returned for investigation in good condition. The keypad and labels were intact. The "double beeping" issue that the user reported was replicated. It was an intermittent error. After running for a few minutes with no issues, the pump started double beeping when a cassette was attached, and "no disposable" was displayed. The dso sensor was replaced as a result. A root cause for the reported product problem was not determined.

Event description:
It was reported that the pump exhibited double beeping. There was no patient involvement.